Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after experiencing a charge time of 24.3 seconds with a monitoring voltage of 2.78 volts. This device is a part of the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(4), 2007. The physician called technical services to inquire about the remaining longevity. No adverse patient effects were reported. Over three years later, this ICD was explanted and returned for laboratory analysis. No additional adverse patient effects were reported as a result of the surgical procedure.

Event description:
The device was returned.

Manufacturer narrative:
A boston scientific technical services (ts) representative discussed that the monitoring voltage is adequate for pacing therapy but if the physician is uncomfortable with the charge time, then replacement may be appropriate. Also discusses was that if the device exceeds 30 second charge time, it will declare end of life (eol) and the available therapy will be maximum energy shocks only. At this time, the ICD remains implanted and in service. No additional information is available. If any new information does become available, this product issue will be updated. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.